Event description:
It was reported high impedance was found on three electrodes (#3, #7, #8). No pt symptoms were reported. The lead was replaced. The pt's status was good after replacement.

Manufacturer narrative:
Analysis revealed multiple broken conductor wires. One conductor was broken 21.8cm from the distal end. Two conductors were broken 20.3cm from the distal end. The adhesive joint was broken between the distal end of the #1 electrode and the outer tubing. Spiral marks in the outer insulation suggest the titan anchor was located 23.5 - 24.4 cm from the distal end. (See scanned page).